Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleges that blood leaked near the septum of the set while returning the excess blood to the patient from the drawback syringe during the procedure. The device was switched for a new unit with no additional procedures or injury to the patient reported.

Manufacturer narrative:
Because the suspect device was not returned for evaluation the complaint could not be confirmed and the root cause could not be determined. Sixteen units from the same lot were returned and evaluated. One of the sixteen units exhibited the same failure as reported in the complaint. Corrective actions are in process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.